Event description:
It was reported that pump displayed malfunction alarm code 15 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer support provided instructions and assisted with resetting pump malfunction. Multiple attempts were made by tandem¿s technical support to obtain confirmation of issue resolved; however, no response was received.